Event description:
It was reported that a manufacturer¿s representative heard about a catheter laceration caused by the refill needle. It was reported that the pump was used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).